Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced high blood glucose and their insulin pump had a blank display as well as damaged. The customer's blood glucose was 1616 mg/dl before calling and 300 mg/dl at the time of incident. Troubleshooting was performed for blank display and damaged and noticed their was crack near the battery compartment. The customer declined to troubleshoot for high blood glucose. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the stop current test, run current test, self test, off no power test and displacement test. No blank display noted during testing. Device was received with cracked battery tube threads and cracked case at display window corner. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).